Manufacturer narrative:
Product evaluation: complaint history and product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A doctor reported that a cartridge cracked during insertion of the lens in an intraocular lens (iol) implant procedure. The lens was successfully implanted. This report is for the second of three cartridges reported.

Manufacturer narrative:
Product evaluation: the used cartridge was returned. Viscoelastic is observed in the device. The cartridge has evidence that is was placed into a handpiece. The nozzle is cracked and the tip is split. The lens was not returned. The lens was indicated to be a 29.0 diopter. The lens model and handpiece used were not provided. It is unknown if qualified products were used. The reported tip damage was observed. This type of damage typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; or if the handpiece plunger is not positioned correctly at the trailing optic edge. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge causing damage. The lens model and handpiece used were not provided. It is unknown if qualified products were used. (B)(4).